Event description:
Info received indicates the bed could not be put into the trendelenburg position. He said that when the bed was placed in trendelenburg and once the lever was released it would come back to the up position.

Manufacturer narrative:
The customer replaced the gas springs and trendelenburg function properly.